Event description:
It was reported that this device displayed a remaining longevity of three months, and the battery of this implantable pulse generator was suspected to be depleting prematurely. A boston scientific technical services consultant discussed a battery analysis would need to be performed to provide recommendation on replacement time. A download of the device data will be requested. The device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device displayed a remaining longevity of three months, and the battery of this implantable pulse generator was suspected to be depleting prematurely. A boston scientific technical services consultant discussed a battery analysis would need to be performed to provide recommendation on replacement time. A download of the device data will be requested. The device remains in service at this time. No adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this device displayed a remaining longevity of three months, and the battery of this implantable pulse generator was suspected to be depleting prematurely. A boston scientific technical services consultant discussed a battery analysis would need to be performed to provide recommendation on replacement time. A download of the device data will be requested. The device remains in service at this time. No adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.